Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation when the device failed to recognize an open door followed by a system error 320 alarm. The device was determined to not meet all product specifications related to the reported event. The system error 320 was verified. The cause was determined to be a failed lower latch switch and the lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not show guide when loading the tubing. There was no patient involvement associated with this event. No additional information is available.